Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of over 600 mg/dl. The customer's current blood glucose was 140 mg/dl and at the time of incident was 396 mg/dl and 649 mg/dl. The customer was treated with long acting insulin and drip in the hospital. Based on customer report customer did allege the insulin pump was under delivering. The customer stated that the drive support cap appears to be normal. The customer was wearing the insulin pump during the hospitalization. The customer also reported that the high pressure test was performed and passed the test. The reservoir will not be returned for analysis.